Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized in (B)(6) 2012 due to low blood glucose. Customer's blood glucose reading at the time of hospitalizations was 20 mg/dl. Customer stated that her blood glucose did go from very high to very low for no reason. Customer stated that she adds up her bolus, basal rates, and the numbers are different in her daily totals. Nothing further was reported.